Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported inflation issue cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. A 3.25x12 mm nc trek rx balloon dilatation catheter (bdc) was advanced without resistance toward the target lesion, the balloon was inflated and failed to inflate. The nc trek balloon was soaked and prepped outside the anatomy before use. No leaks or issues were noted during preparation of the device before use. Another unspecified device was used to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.